Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer leaked water. No adverse effects were reported.

Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. The enclosure, front cover were both found damaged and the line cord was discolored upon visual inspection. The tank was filled with water, the temp check was attached, the line cord was plugged in and the unit was powered on; confirming complaint. Based on the evidence the root cause is unknown. However, the cracked enclosure which was observed to be near the drain fitter was found to be causing the leak.